Event description:
(B)(4). Same case as MDR ID#: 2134265-2012-06536, 2134265-2013-02651, 2134265-2013-02652, 2134265-2013-02653. It was reported that following a coronary artery stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2005, a 3.0x32mm taxus stent and a 2.75x28mm taxus express2 stent were placed in the svg to 1st obtuse marginal branch (om1) - posterior descending artery (pda). In (B)(6) 2005, a 3.5x28mm taxus stent was placed in the svg to om1-pda, and a 2.5x12mm taxus stent was placed in the proximal 1st diagonal branch (dx1). In (B)(6) 2012, the patient presented due to stable angina (ccs classification 4) and was referred for cardiac catheterization. Coronary angiography revealed in-stent restenosis of the two taxus stents placed in (B)(6) 2005, and in-stent restenosis of the two taxus stents placed in (B)(6) 2005. The target lesion was located in the proximal svg to l-pda with 95% stenosis and was 10mm long with a reference vessel diameter of 3.25mm. The physician treated the lesion with pre-dilation and placement of a 3.00x24mm ion stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented due to chest pain with exertion, and was diagnosed as silent ischemia. No other action was taken to treat the event. Two weeks later, the patient presented due to exertional angina and was hospitalized on the same day. The patient was referred for cardiac catheterization and redo of the graft to svg to om and pda. Coronary angiography revealed recurrent 80-90% proximal, mid and distal restenosis of the previously placed ion stent, and in-stent restenosis of the four taxus stents placed in the svg to om1-pda and proximal dx1. The patient also presented cirrhosis leading to prolongation of hospitalization. The events were considered as not recovered/not resolved. The patient was discharged on aspirin. In (B)(6) 2012, the event of silent ischemia was considered as resolved without residual effects. The patient presented due to progression of coronary artery disease and was hospitalized on the same day. It was noted there was 80% restenosis of the previously placed ion stent, the 3.0x32mm and the 3.5x28mm taxus stents in the svg to l-pda; and 90% stenosis in the svg to om. As a treatment the patient underwent coronary artery bypass graft (CABG)x 2: reverse svg to om1 and l-pda. The patient had post-operative blood loss anemia during his hospitalization and was given a blood transfusion to treat the anemia. The event was considered as resolved without residual effects. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).